Event description:
While using the laparoscopic linear cutter the jaws would not open wide enough. Tissue bleeding occurred and staples did not line up. Six reloading units were used to complete the procedure. The pt lost 1200cc of blood.